Event description:
It was reported that the atrial lead had low pacing impedance and a possible insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 6944 lead, implanted 2002-(B)(6). (B)(4).